Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). The device manufacturer and lot number of the jejunal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Conservatively, abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j. Abbvie commercially has available one j tube in the united states listed in the catalog number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was discarded. No defect, deficiency, or malfunction of the j tube was described by the reporter. The abbvie j tube is intended to provide long-term enteral access for administration of medication to the small intestine. The abbvie j is indicated for the administration of the medication duopa (levodopa carbidopa intestinal gel). There was no defect, deficiency, or malfunction of the intestinal tube described. No migration or knotting of the intestinal tube was described. Review of the abbvie peg and j use fmea identified intestinal obstruction as a hazard which would require medical intervention to correct. The benefit of the lcig medication to provide management of symptoms of late stage parkinson¿s disease to improve quality-of-life outweighs the risk of intestinal obstruction. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie j tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient reported he had a sharp pain and went to the emergency room approximately a week ago. The patient was told he had a telescopic bowel. The patient was sent home. The patient reported he was given unknown intravenous fluid and unknown intravenous pain medication. The patient was not admitted and was instructed to follow up with his physician. The patient had not scheduled a follow up visit with his physician.